Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 1 patient tested on a coaguchek xs plus meter with an unspecified serial number compared to an unspecified laboratory method. The result from the meter was 4.7 inr. The result from the laboratory was 3.6 inr. The patient's therapeutic range is 2.5 - 3.5 inr. Qc has never been run on the meter. There was no allegation that an adverse event occurred. The patient had been on antibiotics (trimethoprim) for a urine infection. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.